Event description:
It was reported to boston scientific that during a therapeutic hydrothermal ablation (hta) procedure the machine was set up and seemed to be working fine. When the procedure was started a warning message came up saying that there was a leak. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual and functional evaluation was performed and found that the device went into ee1 failure. The customers reported condition is confirmed. Three ic chips on the valve driver board caused the reported alarm. The three ic chips were replaced.